Event description:
It was reported that the pilot guide wire crossed a lesion in the moderately calcified, mildly tortuous, mid left anterior descending artery, after which the intravascular ultrasound (ivus) catheter was delivered and ivus was performed. When an attempt was made to withdraw the ivus, the catheter would not move due to resistance felt with the pilot guide wire. The ivus catheter was slowly advanced a little and slowly retracted and was successfully withdrawn from the patient anatomy. The pilot guide wire was replaced with a non-abbott guide wire to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances associated with this lot and a review of the complaint history did not indicate a lot-specific manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.